Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a large lump over the incision site. The pocket was opened and discovered a hematoma. The pocket was cleaned. The system remained implanted. The patient was stable post procedure.